Event description:
Patient had orbital floor plate implanted in (B)(6) 2012. Patient's traumatic facial injury was so severe that the orbital bone volume was greatly reduced and had difficulty supporting the orbital floor plate. Patient status post implant shows patient has developed enophthalmos (sinking or subsidence of eye posteriorly into eye socket), and patient is having difficulty looking down. Patient was referred to ocular plastic surgeon after several months of follow-up appointments with implanting surgeon. Patient was returned to or on (B)(6) 2013 to remove the orbital floor plate and 2 screws, replace it with a new orbital floor plate. The new plate was repositioned to reduce the enophthalmos. All removed hardware was intact and surgery was successfully completed. This report is on a screw. This is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment, not diagnosis.